Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it was noted that the clamp release lever spring was not seated correctly. A functional evaluation revealed that the clamp did not stay in place when the release lever was engaged. The complaint was confirmed and the root cause has been associated with a worn tension spring on the clamp release lever. Factors that may have contributed to the reported failure include wear and tear from use over time. No product identification information was provided and thus a manufacturing record review could not be conducted. A complaint history review found related failures.

Event description:
It was reported the leg holder was not able to lock. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.